Event description:
It has been reported to philips that the system failed to bootup. The device was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Customer reported that the system will not boot up. The quote was rejected by the customer and there was no service provided from the philips. Till date, no recurrence has been documented. The codes were updated based on the investigation outcome.